Event description:
It was reported the customer experienced low blood glucose. Customer reported treating their low blood glucose with orange juice and glucose tablets. The customer also stated their insulin pump went into threshold suspend, saving the customer's life. The customer declined troubleshooting for their low blood glucose and threshold suspend. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.